Event description:
While using vessel sealer a non recoverable fault occurred. Recovered fault and opened new vessel sealer and that did not work either. Turned vessel sealer off and back on and it still did not work. For this portion of the case, another device was used to complete the case.